Event description:
The hcp reports the patient was experiencing increased pain. The pump and catheter were replaced in 2007 due to the catheter being occluded and the pump battery reportedly at end of life. The patient recovered without sequela. See MFR report # 6000030200701188.